Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 curved tip stapler instrument jaw was locked and unable to open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue did not occur after a system fault. The stapler instrument jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue remove or bleeding.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved tip stapler instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument logs revealed that no failures could be verified. The instrument was fully functional. There was no problem detected. Intuitive surgical, inc. (Isi) did receive the reload to perform failure analysis. There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. There was no damage to the reload or its components. No product issue was identified. A review of the information associated with this event was performed by isi post market failure analysis engineer. The following additional information was provided: logs showed that the stapler instrument with part number#480545-04, lot number# k10250722-0104, was used first, and it was installed on the system once and fired no reloads. On the only install, a green reload was installed, however no clamping or firing was attempted. The instrument was then removed and not used in the procedure again. Next, logs show that the stapler instrument with part number#480545-04, lot number#k10250722-0105, was installed on the system 11times and fired 11 reloads (2 green, 2 white, 1green, 1 white, 5 green, in that order). On each install, all clamp attempts were successful, and the firings were completed with no pauses for compression. All unclamps were shown as successfully completed, per the logs. The instrument was then removed and not used in the procedure again. There were no stapler instrument related errors in the system logs.